Manufacturer narrative:
Patient age, dob & weight not provided by reporter. Unknown when screws actually broke. This report is for unknown screws/unknown lot number. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was revised due to broken screws. The patient returned about four weeks after the initial surgery. The initial surgery was reported to happen during the summer. The patient was revised to a triple arthrodesis. There wasn't any surgical delay. The patient outcome is good. This report is 1 of 1 for (B)(4).